Manufacturer narrative:
Based on the results of the investigation, it was likely that the following led to the malfunction: the most probable cause was traced to a component failure. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited corroded video connector contact pins and produced no image on the 180 scopes due to a faulty printed circuit board. There was no patient involvement.